Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Prior to the report with tandem technical support, customer changed infusion set and cartridge multiple times, therefore, no troubleshooting could be performed to determine a root cause.